Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt "had surgery in (B) (6)." It was further alleged that, the pt "can no longer climb stairs unassisted. Pain down her legs which radiates to groin area."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The devices are not available due to the ongoing litigation.